Event description:
The affiliate reported "after the surgeon implanted the sensor, the icp cannot find it. The surgeon pulled ou it. It's no impact to patient". Device removed and no longer needed monitoring. ((B)(6) 2014, we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - cosmetic lifting of sealant at the sensor area. 2- catheter material stretched. 3 - internal catheter wires broken. 4 - received with sutures and tape attached to catheter body. 5 - multiple severe bends and kinks along catheter body. 6 - no testing possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this and similar events. At the present time this complaint is considered closed. (B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction.